Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned but a photo was provided. Visual inspection of the photo noted that the gauzes were removed from the package. Linting was noticed in the pictures and gauzes appear to be manipulated. It was reported that the product was linting. An associated device issue was confirmed based on the photo. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had poor quality of gauze. Little strings pulled out of the patient. A photo submitted showed a tiny piece of strand coming from the gauze. There was no patient injury.